Manufacturer narrative:
The medtronic representative reported that the issue has not reoccurred since the event date.

Event description:
A medtronic representative reported on behalf of the site, that during a spinal fusion procedure, a lift and shift was performed and the imaging system entered stand alone mode without prompt from the user. They reseated the umbilical cord, rebooted the imaging system, and the connection was re-established. It was noted the issue was resolved at the time of the event. There was a reported delay to the procedure of 5 to 10 minutes. There was no patient impact.